Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: b5, d10. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 11mar2025. A correction was made to the rpn and lot number of the zenith flex with spiral-z technology aaa endovascular graft iliac leg that was placed in the right common iliac artery. The correct rpn is zsle-11-56-zt.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Cook was notified that a dissection occurred in the contralateral left femoral access site. Pre-procedure imaging was completed on (B)(6) 2024. A screening image review was completed. The reviewer indicated the following about the patient¿s anatomy: the right renal artery had an early branch. The right renal artery diameters are relatively small and are at the threshold of the inclusion criteria. The left renal artery was relatively narrow. The left renal artery origin diameter was flattened (3 x 6 mm). The aortic bifurcation was narrow (14 x 16 mm). A pre-procedure cta was completed on (B)(6) 2024. The proximal sealing zone did not have any occlusive disease, calcification, or thrombus. The proximal sealing zone was described as parallel. The right common iliac artery and left common iliac artery had mild calcification. However, both were free of occlusive disease. The right external iliac artery, left external iliac artery, right femoral artery, left formal artery were free of occlusive disease and calcification. The right iliac artery and the left iliac artery did not have any tortuosity. The aorta diameter at the location of the maximum aneurysm diameter (outer-wall to outer-wall) was 59 mm. The length of the suitable proximal seal zone was 30 mm. The diameter of the aorta at location of maximum diameter over length of proximal seal zone (outer-wall to outer-wall) was 25 mm. The diameter of aorta at the location of minimum diameter over length of proximal seal zone (outer-wall to outer-wall) was 23 mm. The % change in seal zone diameter throughout the length of the seal zone was 8. The length from lowest targeted vessel (most inferior aspect) to the aortic bifurcation was 115 mm. The angulation between infra-renal aorta and aneurysm center line was 10 degrees. The maximum angulation above the infra-renal aorta (within region of zfen+ and delivery system was 0 degrees. The percentage of stenosis was less than 50% for the sma, right renal artery, and left renal artery. The diameter of the superior mesenteric artery at the location of intended distal landing zone (outer wall to outer wall) was 6.0 mm. The length from the superior mesenteric artery ostium to the first major bifurcation was 52 mm. The diameter of the right renal artery at the location of intended distal landing zone (outer wall to outer wall) was 5.0 mm. The length from the right renal ostium to the first major bifurcation was 60 mm. The diameter of the left renal artery at the location of intended distal landing zone (outer wall to outer wall) was 5.0 mm. The length from the left renal ostium to the first major bifurcation was 30 mm. The diameter of the right iliac artery at the location of the intended distal landing zone (outer wall to outer wall) was 9 mm. The length from the ostium of the right iliac artery to the first major bifurcation was 32 mm. The diameter of the left iliac artery at the location of the intended distal landing zone (outer wall to outer wall) was 9 mm. The length from the ostium of the left iliac artery to the first major bifurcation was 28 mm. The location of the intended distal landing zone maintained the patency of the internal iliac arteries. No stenosis was present in the left or right iliac artery. The patient underwent a fenestrated endovascular aortic repair (fevar) procedure under general anesthesia on (B)(6) 2024. The following cook devices were implanted during the procedure: cook zenith fenestrated + device, (rpn-zfen+28-163-ci) there was no difficulty flushing the introducer system and removing the release wires. The clinician was able to adequately visualize the device from the start to the end of the implant. There was no difficulty cannulating the fenestrations or retracting the sheath. Cook universal distal body (rpn- unibody2-24-81-ci) was placed using ipsilateral access the amount of overlap with the preceding component was 3.0 stents. There were no difficulties flushing the introducer system, removing the release wires or retracting the sheath. The clinician was able to adequately visualize the device from the start to the end of the implant. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-11-74-zt) was placed in the left (contralateral) common iliac artery. The amount of overlap with the preceding component was 1.5 stents. Cook zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-74-zt) was placed in the right common iliac artery. The amount of overlap with the preceding component was 1.5 stents. Competitor¿s bridging stents: from the ipsilateral access, a competitor¿s stent was placed in the left renal artery. 8 atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon was inflated to 10 atm for flaring. Issues were encountered during flaring. There was difficulty advancing the balloon into the stent due to friction. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. From the contralateral access, a competitor¿s stent was placed in the superior mesenteric artery (sma). 9 atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon was inflated to 10 atm for flaring. No issues were encountered during flaring. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. From the contralateral access, a competitor¿s stent was placed in the right renal artery. 8 atmospheres (atm) of inflation pressure were used to expand the bridging stent. The stent was flared. A cook lp balloon was inflated to 8 atm for flaring. No issues were encountered during flaring. The clinician was able to adequately visualize the bridging stent from the start to the end of the implant. Procedural time (24-hour clock): time arrives in room: 07:39 administration of anesthesia: 07:50. Time of first incision or arterial puncture: 08:40 initial catheter inserted: 08:40. Final catheter removed 10:25. All incision closures completed: 10:26. Time patient leaves room: 11:34. Estimated blood loss: 25 cc. The patient did not receive any blood bank products during the study procedure. Total contrast volume used during the procedure: 46 ml. Contrast concentration: 350 mg/ml. Total fluoroscopy time (from incision to removal): 42 minutes radiation dose (total during procedure): 293 mgy. The right femoral artery was used for percutaneous access. The left femoral artery was cut down for contralateral access. Successful deployment in all intended locations for all devices was achieved. All delivery system devices were able to be withdrawn successfully. No unanticipated corrective interventions were required during the procedure. No bridging stents were unable to be delivered or deployed due to being stripped off the balloon. Procedural imaging in the form of an angiography scan and CT without contrast was completed on (B)(6) 2024. All of the devices were patent at the end of the procedure. There was no endoleak present. There was no evidence of device integrity issues. The patient was not admitted to the intensive care unit (ICU). Resumption of oral fluid intake occurred on (B)(6) 2024. The patient was discharged from the hospital on (B)(6) 2024. An in-person post-procedural clinical assessment was completed on (B)(6) 2025, 18 days post procedure. The patient was taking antithrombotic medications. Since the procedure the patient has not had any significant medical problems or been hospitalized for any reason. A CT scan with contrast was completed on (B)(6) 2025. Visceral vessel patency: the sma native vessel was patent and was patent within the stent. The right renal artery native vessel was patent and was patent within the stent. The left renal artery native vessel was patent and was patent within the stent. The endograft devices were patent and no stenosis greater than 50% was present. The aorta diameter at the location of the maximum aneurysm diameter (outer-wall to outer-wall) was 56 mm. The diameter of the right common iliac artery at location of maximum diameter (outer-wall to outer-wall) was 13 mm. The diameter of the left common iliac artery at location of maximum diameter (outer-wall to outer-wall) was 13 mm. No endoleaks were present. No separation of components had occurred. There was no evidence of device integrity issues. There was no evidence of thrombus within the devices. On (B)(6)2025, 18 days post-procedure, a dissection was identified. The patient was hospitalized on (B)(6) 2025. A surgical intervention was completed. A left common femoral endarterectomy was completed. This was not considered to be related to the devices used in the procedure but was related to the procedure itself. The event was thought to be the result of a pre-existing condition of a calcified femoral artery that was accessed during the procedure. The patient was discharged from the hospital on (B)(6) 2025. The focus of this report is the dissection of the femoral artery access site that occurred 18 days post procedure.